Event description:
It was reported that during a bipedidular thoracic spinal osteosynthesis at t9, the implant on the right side was unable to be released. The procedure was completed by cutting the rod, a portion of which remains in the patient, preventing cementoplasty of the implant on the right side. No other medical intervention or adverse consequences have been reported. Additional information has been requested.